Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a ¿bolus¿ of epinephrine infused on a pediatric ICU patient resulting in hypertension. The patient¿s blood pressure responded well to stopping the infusion and administering a dose of an unspecified medication. Although requested no other event details were provided by the customer.

Manufacturer narrative:
The customer¿s report of an epinephrine bolus was not confirmed. Physical inspection noted the device to be in overall fair condition with the instrument seal intact. The device was observed to have a crack on the bezel¿s left side near the lower door hinge; both iui connectors were slightly dull and the membrane frame was observed to be a 3rd party part. Analysis of the pump module event log shows that at 3:00pm on (B)(6) 2016, the user restored the previous programming of 0.2175ml/hr with a vtbi of 45.717ml. At 5:21pm, the device alarmed for air in line and was paused. At 5:23pm, the device alarmed for flo stop open (for 6 seconds) and then the door was closed and the infusion was restarted. At 5:24pm, the device was channeled off and the infusion was stopped. The volume expected to infuse during this period would be approximately 0.505ml. Functional testing was performed and found the device to be delivering fluid within specification. The root cause of the customer¿s report of an epinephrine bolus was not identified.